Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced, oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the device, as it was discarded. Without a subsequent analysis of the subject device, the manufacturer is unable to fully evaluate the reported event. The event will be reopened if additional information becomes available

Event description:
It was reported atrial lead exhibited increase in thresholds and decrease in impedance values, due to clavicle-first rib crush. Lead was severely damaged during removal, therefore, it was discarded. The lead was actively implanted for approximately 4 years, 11 months.